Event description:
Device 2 of 2. Ref MFR report: 1627487-2013-18245. The pt reported she is experiencing pain at the ipg site. The pt stated she had x-rays taken and they revealed the ipg had flipped. Surgical intervention was undertaken and the pt's ipg was moved more anterior. During the procedure, the physician performed a level 3 fusion and cut the pt's lead. The lead was then explanted and replaced and intra-operative the impedances were checked and found to be within normal ranges. The procedure was extended by 30-60 minutes.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.